Manufacturer narrative:
This report is being filed to provide additional information in e.1 and e.3. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Root cause: since the platelet precount was not confirmed when the adjustment was made from 233 to the actual precount of 385, the device was expecting to process a much lower number of platelets than the number that was entering the disposable. This large discrepancy between the used and actual precounts would lead to both a higher than expected platelet product concentration and a wbc contamination since the device was not accounting for the extra platelets entering the disposable.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Since the platelet precount was not confirmed when the adjustment was made from 233 to the actual precount of 385, the device was expecting to process a much lower number of platelets than the number that was entering the disposable. This large discrepancy between the used and actual precounts would lead to both a higher than expected platelet product concentration and a wbc contamination since the device was not accounting for the extra platelets entering the disposable. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the platelet collection set is not available for return because it was discarded by the customer.